Event description:
On (B)(6) 2012, the patient contacted animas by leaving a voicemail message. She stated that she was in the hospital and that the hospital staff told her that the pump is not delivering adequate insulin. There were no blood glucose values reported. The patient mentioned that she was (B)(6) pregnant. Multiple attempts by phone and mail have not been successful. No additional information is available at this time. This complaint is being reported because of the allegation that the pump did not deliver adequate insulin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the data from the time of the reported incident is unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
(B)(4). Follow-up information: animas successfully contacted the patient on (B)(4) 2012, the patient reported that the hospitalization was related to the pregnancy, not diabetes. The patient stated that the reported blood glucose excursion was not related to the pump but was due the adjustments made to the insulin regimen by the hospital staff during the hospitalization.